Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump declared multiple intermittent alerts during the load fill tubing process. Reportedly, cartridge were unable to be loaded on the pump. The customer reverted to manual injections for insulin therapy and declined to provide further information. There was no reported impact to customer¿s blood glucose.